Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel disfunction. It was reported that the patient noticed an increase in symptoms about a month ago and when they got their communicator out to make some adjustments, they got an error message that said eos (end of service). Caller checked ins today and got same message of eos and thought that was early for the device. Caller also noted that the patient was running the amplitude at about 5.4-5.6 ma. Reviewed that this could be why the battery didn't last as long. Reviewed to return the ins for analysis if they are concerned about the longevity. The issue was not resolved through troubleshooting.